Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation had a cosmetic depression and a white substance was noted on it.

Event description:
It was reported that there was high impedance greater than 3000 ohms, and the lead was suspected to be broken. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".